Event description:
It was reported when the device was used during a colectomy procedure, the physician reported having problems with the device. However, the physician could no ascertain if the device fired malfunctioned or if something else had occurred. The patient was readmitted to the hospital 11 days postoperatively due to a "leak." A re-operation was performed and the staple line was hand sutured. The patient is recovering without further patient complications.